Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet and paused therapy, then transitioned to multiple daily injections; the user typically consumes few carbohydrates and was not performing fingerstick confirmation after treating lows. Symptoms included hypoglycemia with a nadir of 55 mg/dl. Outcomes included self-treatment with oral fast-acting carbohydrates and return to in-range glucose at the time of the call, with no alerts, alarms, or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the user was overtreating hypoglycemia and was advised to treat low glucose with 10 g of fast-acting carbohydrates and urgent low glucose with 15 g, to avoid overtreatment, to confirm recovery with a fingerstick due to continuous glucose monitor (cgm) lag, and that additional training and a potential factory reset would be arranged. It was concluded that user technique contributed to the hypoglycemia management issue and that education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.